Event description:
Patient developed urinary retention after an injection of coaptite in the urethra. Patient was enrolled in a study of coaptite.

Manufacturer narrative:
Patient developed urinary retention after an injection of coaptite in the urethra. A foley catheter was inserted, and the retention was resolved.